Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a locking failure error message upon start-up. The field engineer noted that the system could not be used due to a short circuit in the power supply. There is no report of injury or death associated with the event described in this complaint.